Event description:
At the end of the atrial fibrillation (afib) procedure while removing the smart touch bidirectional catheter from the patient, char was noticed on the catheter tip and on the inside of the sheath. The procedure was completed successfully with no patient consequence. Upon request, additional information was provided on the event. The generator setting was set to power control at 25w and the flow rate was set to 17ml/min. They were not aware of any impedance rise nor any abnormal catheter irrigation. The ablation was delivered at approximately 20 seconds per site. They were uncertain on the size of the char and they did not take a photograph of it. There was no patient consequence. It was unknown if the physician considered that the char was excessive. Per the char presence and the size of the char being unknown, this is indicative of a reportable event.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).